Event description:
The customer reported that the system shut down and displayed a generator error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.